Manufacturer narrative:
A ge svc rep performed an on site investigation. The video board and the sys interface board were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys would not boot up. There was no pt injury or death reported.